Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va093z4, implanted: (B)(6) 2013, explanted: (B)(6) 2018. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an I mplantable neurostimulator (ins). It was reported that the lead had normal impedance readings, but sheath on lead was stripped from the connection at the zero electrode. It was discovered when replacing the battery. The physician replaced the lead and the issue was resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va093z4 serial# implanted: 2013-(B)(4)explanted: 2018-(B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6)-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va093z4, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient they were not aware the lead and ins were going to be replaced. The patient alsoinquired why the health care physician replaced the lead and ins. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va093z4, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. Date is approximate with year validity. (B)(4) applies to the ins, (B)(4). The other previously reported codes belong with lead 3889-28 lot# va093z4. Information previously reported has been updated/clarified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that while they were aware the ins was going to be replaced on (B)(6) 2018 due to it being/running low, they were not aware the lead was going to be replaced that same day until that day. The patient also inquired why the health care physician replaced the lead and ins and the patient was re-directed to their health care physician (hcp) for information regarding the replacement. There were no further complications reported.

Manufacturer narrative:
Product analysis #238410285: analysis information -- 2018-11-12 09:08:30, cst pli# 20, product ID# 3058. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.